Event description:
Report rec'd of an over-delivery. The pump was programmed to deliver an unspecified concentration of dilaudid in the pca only mode, with a 0.2mg pca dose and a 10min pt lockout. It was unspecified if a 4-hour limit was programmed. After being programmed in the nurses' station, the pump was moved to the pt's room where it was plugged into ac power. It was reported that the pump lost the programmed settings and was reprogrammed. After an unspecified amount of time, the pt initiated a pca dose. The pump reportedly delivered 2.4mg instead of the intended 0.2mg. There was no reported adverse pt effect and no medical intervention was necessary. Though requested, no further info was available.